Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. Unit powered up properly after battery installation and passed the self test. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The pump was cut open to perform a visual inspection, and no moisture damage or anomalies were noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In conclusion, the customer¿s allegation of no communication between pump and xmtr was not confirmed. The unit communicated properly with link (3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump since communication issue between pump and multiple transmitters. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was not performed for the communication issue and it was unknown that the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.